Event description:
It was reported that a high out of range high voltage lead impedance was observed on the right ventricular (rv) lead. The rv lead was to continue being monitored. No patient symptoms were reported.